Event description:
It was reported that the threads in 4.5mm cannulated screw delaminated from the core. The threads came off of the screw during screw insertion. The surgeon backed out the screw. The threads were retrieved from inside the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The product development visual inspection revealed the relevant features could not be checked in entirety due to damage but no issues were found in sections that could be checked. Since no issues were found during dimensional analysis and no lot number was provided this complaint is indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date: (B)(6) 2011.

Event description:
This is report 1 of 1 for complaint (B)(4).